Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013274835); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed three times at a target implant depth of 3 millimeters (mm) and subsequently recaptured three times due to valve under expansion. After the third recapture, the dcs and valve were removed from the patient's body. The valve was then externally deployed, which revealed that an infold had occurred. A "chunk" of calcium was additional noted as being inside the valve. Subsequently, a new valve and dcs were utilized to complete the procedure. A 15 minute procedural delay occurred due to valve under expansion and infold. Per the physician, the patient's calcified anatomy contributed to the event.